Event description:
Product information was obtained.

Event description:
A company representative reported that his programming system was not functioning. It was reported that the handheld is locking up and the screen is not responding. The company representative reported that a hard reset was performed and that all troubleshooting solutions have been attempted and that nothing is working. The representative requested a new programming handheld be sent to him. The handheld was returned for analysis on (B)(6) 2014. Analysis was completed on (B)(6) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard was not returned for analysis.

Manufacturer narrative:
Lot #, other, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.